Event description:
On 02/01/06, reporter forwarded to lifecell complaint from the pt's husband that specified the following: pt underwent original surgery in 2005. Allegedly revised due to severe infection 2-3 weeks later. Patellar tendon had to be removed at revision surgery. In 02/06, lifc received the info from doctor's office regarding history & treatment that pt received as follows: pt had a left total knee arthroplasty performed by dr. After returning home, for a week pt was treated for pulmonary embolus. Thirteen days later, the pt returned with c/o left knee swelling and decreased range of motion, and I&d was completed with augmentation of patellar tendon using 2 graftjacket products. Six days later, pt was discharged. A mo later, pt returned for a bone scan and underwent I&d for foreign body reaction of the left knee. Pt went to dr. Pt did not return to operating md.